Manufacturer narrative:
Results: ion selective electrode (ise) module, flowcell and carbon bridge.

Event description:
The customer reported that the unicel dxc 800 synchron system generated false high sodium (na) results for multiple patients and the results were reported out of the lab. When the customer noticed a drift in patient recovery, samples were rerun on an alternate dxc and an amended report was created. Multiple attempts were made to request patient data but were not provided. However, the customer indicated that the difference in results between the instruments was 5 to 10 mmol/l which exceeds the precision claim of the assay. There was no change to patient treatment in connection with this event and no injury was reported. Beckman coulter field service engineer (fse) decontaminated the ion selective electrode (ise) module and replaced the flowcell, carbon bridge, ratio pump, electron injection cup (eic) valves, na electrodes and ise tubing. Instrument was verified per established procedures and results met published specifications.